Event description:
I had a hernia repair in (B)(6) 2008. Kugel hernia mesh was used. I have had pain swelling and a tearing feeling ever since the surgery. I have been back to the doctor who tried steroid injections into the area. I was then sent to pain mgmt who wanted to do a nerve blocker from my back into my stomach, I declined. I now have another hernia and need surgery. My concern is if the old mesh is causing all these problems and needs to be replaced. I have a large patch 14x18,